Manufacturer narrative:
Medical device name update to frn.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: this pump (B)(6) have malfunction and error codes, no stopped infusions or patient harm reported. Pump have been properly cleaned and reset, still have pump error messages. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to pump malfunction and error codes. The device was powered on, immediately began having issues cycling pins. A cassette was loaded, and the pump gave a misloading error. The device was opened for internal inspection, and it was found that the fva rocker axle was broken. The rocker axle is lodged inside of the fva housing and cannot be removed; therefore, the housing will need to be replaced. Additional observation found that the wi-fi board is unseated, the rtv failed to adhere the wi-fi board to the inside of the housing. It was also found that the wi-fi antenna wire is pinched and will need to be replaced.